Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that post pump exchange, the patient experienced gastrointestinal perforation, which occurred during driveline detachment. On (B)(6) 2025, they had respiratory failure after pump replacement. On (B)(6) 2025, they had newly reported infection, with blood culture positive for bacterial. Drug therapy was performed. On (B)(6) 2025, signs of peritoneal irritation were noted, and abdominal CT showed ascites and free air. Consultation with the gastroenterology department was performed. Emergency surgery was performed due to suspected gastrointestinal perforation. A small intestinal perforation was found, and a small intestinal anastomosis was performed. The patient also experienced renal dysfunction after pump replacement. On (B)(6) 2025, during surgery for peritonitis, the driveline was pulled during transfer, causing the driveline and pump to shift position. The driveline and pump were repositioned during surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6). The heartmate 3 lvas instructions for use and patient handbook caution the user to avoid pulling on or moving the driveline at the exit site and warn that the driveline must be stabilized at all times. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists adverse events, including respiratory failure, renal dysfunction, and infection, that may be associated with the use of the heartmate 3 lvas. The IFU lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. Further, the IFU and patient handbook caution the user to avoid pulling on or moving the driveline at the exit site and warn that the driveline must be stabilized at all times. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.